Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 23mm abdominal aortic aneurysm. It was reported that approximately 50 months post index procedure, during a follow-up, a CT was performed where a small type iii endoleak was found halfway down on the etlw1616c156ee limb. Another same size endurant stent graft was implanted to treat the event. The event was resolved and no endoleak was observed at the end of the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.